Event description:
Pt reported that part of the pump where cartridge cap goes is broken and cap would not screw on - will replace; sn (B)(4), pm (B)(6) 2019. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.